Manufacturer narrative:
Continuation of d10: product ID fa-55160-1030 (lot: 227434396). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section and encountered resistance with the marksman catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 6 mm and a 4 mm neck diameter. Landing zone: distal 3.5 mm and proximal 4.3 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure was normal. It was reported that on (B)(6) 2023, the blood flow guiding dense mesh stent surgery was performed. The surgeon first pushed the catheter fa-55160-1030, lot number up to the distal blood vessel of the lesion. The surgeon selected one ped-450-18 stent, the distal end was released smoothly. The middle part of the stent could not be opened after several attempts during the release process. After the operator retrieved the stent and then withdrew it from the patient's body along with the catheter, he found that the stent had great pushing resistance. The ped was replaced, and the overall opening was smooth. The shape and adhesion of the stent via postoperative angiographic were relatively good. During this period, there was no impact on the patient's treatment, and the patient regained consciousness after resuscitation. The pipeline was no used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that after being pushed out of the body, adhesions were found at the tip end of the stent. There was great resistance when the catheter passed through the cavernous sinus segment. There was no damage observed to the pipeline pushwire or catheter. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5); in-house 0.0265" mandrel. As found condition: the pipeline flex was returned for analysis inside of a sealed bio-hazard bag and a shipping box. There was no catheter returned with the pipeline flex. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal, middle, and proximal of the braid were found fully opened and no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as no issues were found with the returned pipeline flex. The root cause could not be determined as the returned braid was fully opened and no damage. Possible cause for failure to open and resistance includes severe vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Since the catheter was not returned; any contribution of the catheter to the reported issues could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.